Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization processes for the scope at the user facility. According to the customer, pre-cleaning is performed according to instructions for use (IFU). Pre-cleaning is performed immediately after the procedure. The length of time between the procedure and pre-cleaning steps is less than two (2) minutes and it occurs at bedside. When manually cleaning, the customer uses detergent aseptic release plus (12 ml per one (1) liter) and the device is immersed at a minimum for two (2) minutes. The customer uses boston scientific disposable hedgehog double ended brushes to brush the instrument channel. According to the customer, the disposable brush is not discarded after a single use. If a reusable brush is ever used, it is unknown how it is disinfected/sterilized. To clean the suction cylinder and instrument channel port, the customer brushes with boston scientific disposable hedgehog double ended extra brush bristle until no debris is observed in the bristles of the brush. Usually, the customer uses disposable valves (biopsy, air and suction) but when disposable ones are not used, the valves are brushed. When flushing the device channels, the customer uses a 10 cc syringe two (2) times. Its unknown if all channels are flushed with detergent. The device is manually disinfected using aseptic release plus. The disinfectant is within the expiration date and minimum effective concentration. The scope is immersed for more than two (2) minutes. All channels are not flushed with disinfectant but uses soluscope sprint program. The air/water, the suction and the auxiliary channel are not flushed with alcohol. For automated endoscope reprocessor (aer) treatment, the soluscope sprint along with detergent soluscope cln (ecolab) and disinfectant sol-p (ecolab). According to the customer, the aer is compatible with the scope per the aer manufacturer¿s IFU. The expiration date on the current disinfectant solution is july 2022 (bottle batch d14183s). The minimum effective concentration of the disinfectant solution was performed. The aer is programmed per the aer manufacturer¿s recommendation. The aer¿s disinfection process program is immersion time at 31 minutes at cycle 2. As a part of this process, the air/water, the suction and the auxiliary channel are flushed with alcohol. The water bottle is not reprocessed as the bottle is disposable. Leak testing is performed according to the IFU and the customer uses the olympus mu-1. Leak testing is performed after bedside cleaning, prior and during to the immersion in clean water. After immersing the device, the customer observes it for 30 seconds, then manipulates the knobs for potential leaks. Prior to storage, the scope is dried and then the scope is stored in a storage cabinet. The scope is not being stored with the insertion tube or universal cord hanging vertically nor is a tip protector being used. The storage cabinet is well ventilated. The device was returned to olympus for evaluation. There was a chip of the control body side cover, which had caused the device to not meet the standard value and to fail the insulation inspection. The bending tube, forceps elevator (fe) lever, the right/left knob, the air/water cylinder and the endoscope case were deformed. Due to deformation of the bending tube, the bending angle in up direction exceeds the standard value. Due to deformation of fe lever, up/down knob cannot be locked securely. The side cover, the side cylinder and the forceps channel port were dirty. There was a chip on the light guide lens, a scratch on the adhesive on the rubber of the bending section cover, buckling on the universal cord and a crack on the side cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for gram negative bacteria bacillus and pseudomonas aeruginosa after being reprocessed five (5) times. The flushing of the air/water channel, the flushing/brushing of the suction biopsy channel and the flushing of the elevator channel were sampled. The procedure that occurred before the device tested positive was a gastroscopy. The procedure was diagnostic and it was for a gastric ulcer healing inspection. During the procedure when the gastroenterologist was scoping the patient, the patient bit on the scope. The patient was lightly sedated at the time. No issues were noted with patient after the procedure was completed. No other devices were reported to have been involved in the event. The patient did not require any additional treatment. The procedure had been completed with the subject device. It is unknown if the device was inspected before the procedure. The event was not reported to the local competent authority. There were no reports of patient harm or patient infection as a result of this event. This report is being submitted to capture the reportable malfunction of the device testing positive for microbiological contamination.

Manufacturer narrative:
This supplemental report is submitted to provide applicable corrections

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.